Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 unit would not power on was confirmed by tech support. Tech support had a walk-through with the customer and revealed the following, tech has 8015 bd unit will not power on, completely dead. Will need to first replace battery on then next would be power supply board on unit. If replace both parts unit still want power on next to send unit in for repair. High level steps/procedure: plug the instrument into ac. Check and/or replace the battery. Check the fuses. Replace the off-line switcher. Replace the power supply board. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn't determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 unit would not power on. There was no patient involvement.